Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they went through the security screener at an airport in 2015 and the next day could not turn off their stimulator for 4 days. It was stated that they could connect to the programmer to the implantable neurostimulator (ins) but it would just not turn off, and that they usually turn stimulation off every night. There were no patient symptoms alleged. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.